Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. Evaluation found two negative pins and one positive pin on the backflex depressed. The backflex was replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.